Event description:
Additional information was received a healthcare provider (hcp) via a company representative (rep) stated that expected/actual volume as follows: (B)(6) 2019 5.1 ml/6 ml, (B)(6) 2019 4.5 ml/8.2 ml , (B)(6) 2019 7.9 ml/10 ml, (B)(6) 2020 3.6 ml/10.2 ml, (B)(6) 2020 3.7 ml/9 ml, (B)(6) 2020 6.6 ml/16.6 ml, (B)(6) 2021 4.6 ml/14.7 ml, (B)(6) 2021 4.3 ml/13 ml, (B)(6) 2021 4.3 ml/14 ml, (B)(6) 2022 4.7 ml/12.7 ml, (B)(6) 2022 3.6 ml/10 ml, (B)(6) 2022 2.9 ml/10 ml, (B)(6) 2023 3 ml/9.5 ml, (B)(6) 2023 6.3 ml/13 ml, (B)(6) 2023 3.6 ml/12 ml, (B)(6) 2024 6.9 ml/13.6 ml, (B)(6) 2024 5.6 ml/20 ml, (B)(6) 2024 5.3 ml/18.1 ml.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: 8782 catheter: analysis identified a kink in the catheter body; 8637-40 pump: the returned pump passed all testing in the laboratory and no anomalies were identified; 8784 catheter: analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (gablofen) 2000 mcg/ml at 748 mcg/day via an implantable pump for unknown indication for use. It was reported that the pump refill volumes were increasingly becoming more inaccurate. A side port aspiration was attempted, but it was unsuccessful so they decided to bring the patient to surgery. The patient also experienced intermittent acute withdrawal symptoms. No environmental/external/patient factors might have led or contributed to the issue. The hcp noted when he cut the catheter in the spine incision, it did have spontaneous flow, but he still decided to replace the entire catheter and pump system anyway. Actions/interventions taken to resolve the issue included full system replacement (pump and catheter). The issue resolved at the time of this report with patient's status being "alive-no injury". The patient's weight was 43 kg and patient's medical history was asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID: 8782, serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2024, product type: catheter. Product ID: 8784, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6), ubd: 20-nov-2014, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(6), ubd: 19-oct-2020, UDI#: (B)(4) h3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.